Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('how many ladies are still having issues after there was removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("constat joint pain"), headache ("daily headaches"), alopecia ("I think may be some of my hair is coming back so") and menstrual disorder ("hideous period"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, arthralgia, headache and menstrual disorder outcome was unknown and the alopecia was resolving. The reporter considered alopecia, arthralgia, headache, medical device removal and menstrual disorder to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.